Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. Angiogram photos were submitted and reviewed by the investigative team and indicate a central access positioned near the bifurcation.the device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment.based on the information submitted, following a tavr procedure, a 18f manta was deployed for closure in the right common femoral artery. The arteriotomy was 6.5-7.0mm, mild distal calcification, posterior wall calcification, and a depth measurement of 5cm +1cm. No difficulties were encountered advancing or withdrawing the procedural sheaths. A central positioned access was gained utilizing ultrasound and micropuncture. Activated clotting time (act) prior to closure was 307, and protamin was administered. Following deployment, time to hemostasis was greater than ten minutes, and the patient immediately started to complain of foot pain. A doppler indicated no pulses in the right foot; and a contralateral post-angiogram revealed an occlusion. The physician chose to inflate a balloon in the iliac to tamponade and proceed with a surgical cut down. During surgical intervention, the physician seen the manta anchor was positioned halfway in the artery and halfway outside the artery. The root cause of the malpositioning of the manta anchor post-deployment is possibly due to the access being positioned near the bifurcation causing the manta anchor to become partially lodged proximal, likely allowing the collagen to be deployed within the vessel resulting in a loss of pedal pulses. The manta was explanted, surgical intervention was successful, and the patient outcome post procedure was fine.the manta instructions for use warns: do not use manta if the puncture site is at or distal to the bifurcation of the superficial femoral and profunda femoris artery, as this may result in the 1) anchor catching on the bifurcation or being positioned incorrectly, and/or 2) collagen deposition into the vessel. Potential adverse events related to the deployment of vascular closure devices include ischemia of the leg or stenosis of the femoral artery, and other access site complications leading to bleeding, possibly requiring surgical repair. Procedural requirements indicate activated clotting time (act) should be below 250 seconds prior to closure. Procedural preparation lists no evidence of significant peripheral vascular disease or calcification in the region of the arteriotomy.

Event description:
As reported: the manta was deployed per IFU. The patient immediately started complaining of foot pain. No pulses were able to be located with a doppler in the right foot. The physician gained access on the contralateral side, and took an angiogram of the manta deployment side which showed an occlusion. The physician than inflated a 8 mmx40 mm ptca balloon in the iliac artery to slow the arterial flow for a surgical cut down. Surgical cut down was performed to remove the manta footplate. The cut down revealed only half of the footplate was in the artery and the other half was outside the artery. It was reported that the surgical cut down was successful.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.